Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, small indentation/mark on iol. They discussed potentially loading technique issues and injectors not being used correctly and carefully by nursing staff. There was no patient contact and harm. Additional information received stating that patient was unaffected and lens was still in the eye. There are two medical device reports associated with this report. This file is 1 of 2.

Manufacturer narrative:
Corrected information was provided in h.6. On initial MDR the FDA component code should be g04044 instead of g05006, additional information was provided in h.3., h.6. And h.11 a sample was not received at the manufacturing site for evaluation for the report of small indentation/mark on intraocular lens (iol), therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.